Event description:
Unomedical reference number (B)(4) event occurred in netherlands on (B)(6) 2024, the patient's mother reported that her child faced an insulin flow was blocked. Therefore, they changed full set to resolve the issue. No further information available.